Event description:
When removing the snare out of the pt's mouth during procedure, the snare broke and part of it became lodged in the pharyngeal region. The lodged part was removed with a forceps.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for eval was one disposable grasping snare. Upon receipt at bas, the hooped snare had detached from its metal locking crimp. The dimensional measurements for the locking metal crimp are within dimensional specifications. No damage to the grasping snare was observed. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.